Event description:
The device failed to cycle while in use on a patient. The patient was removed from the ventilator and manually ventilated until a replacement unit could be set up. There was no report of any patient harm or injury. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.